Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # c9eu7f. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9eu7f, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the knife moved forward but it was slow when firing. The sales rep explained to the doctor about changing the design of the motor to secure the secondary compression time. The cartridge was already discarded. There were no adverse consequences to the patient. No further information is available.